Manufacturer narrative:
Unit passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However,hardware low level failure alarm confirmed in pump history (variableinfo = 3) due to broken trace at pin #6 on u1 keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the sensor alarms lately sound very weak. It was only the alarms from the sensor that sound as such. Customer did the audio test, all looked okay. Did a self test, insulin pump error occurred. Customer again performed self test a second time and the insulin pump passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.